Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hydrocelectomy procedure on (B)(6) 2024 and suture was used. During the process of closing the surgical incision by suturing in the hydrocelectomy surgery, the thread broke and the needle remained in the skin, but was removed. The doctor, when perforating the edge of the skin for approximation, noticed the rupture of the thread at its base, but due to the type of surgery it was removed immediately. On the same day, we had two similar incidents.¿ the patient did not have any permanent damage, did not need to be hospitalized or had his hospitalization prolonged due to product problems, did not need to be re-operated or had any serious damage. No adverse patient consequences were reported. Additional information was requested.